Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the emergency room (ER) after an appropriate shock on ventricular tachycardia (vt). It was noted the patient underwent percutaneous transluminal coronary angioplasty (ptca) with a drug-eluting stent (des) on the same day. It was also noted the patient is implanted with a concomitant non-boston scientific dual-chamber pacemaker. The physician reviewed device memory and noticed an episode of inappropriate shock therapy due to t-wave oversensing with wide qrs complex in (B)(6) 2025. The patient has a low ventricular pacing (vp) rate (less than 10 percent) and the template acquired at the implant was the spontaneous one. During hospital follow-up, the patient was not able to move to test different posture(s). Since the inappropriate shock was on paced activity, the local area field representative discussed acquiring the subcutaneous electrocardiogram (s-ECG) template during vp pacing on primary vector. Smart charge was extended, and the maximum tracking rate (mtr) and maximum sensor rate (msr) were set to 100 pulses per minute (ppm) in the non-boston scientific pacemaker. The signal was correctly marked and counted during the spontaneous activity also, so the template acquisition was confirmed to avoid similar inappropriate therapy on paced rhythm. The higher atrial rate could not be tested to assess av conduction to evaluate the eventuality of high spontaneous conduction and spontaneous ventricular sensed behavior (at the time, patient condition did not allow pacing at higher rate to verify wenckebach). The patient is currently in coronary intensive care and will be monitored. Once further testing is able to be performed, the resulting information will be sent to technical services (ts) for further review. No other adverse patient effects were reported. This product remains in service.